Event description:
It was reported that during follow-up, high threshold and decreased sensing was observed. Dislodgement is suspected. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.